Manufacturer narrative:
(B)(4). D4 batch#: unk. B3: exact date is unk. Assumed first day of the month. Tcr75 concomitant product. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: time line of events please? Was the patient brought back for a second procedure? What products were used in the first procedure? What products were used in the second procedure? What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What is the nurses experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a colon resection took place, revision in emergency for bleeding at the anastomosis. The material tlc75 or tcr75 have not been used during the revision. Revision during the week-end on (B)(6) 2023.

Manufacturer narrative:
(B)(4). Date sent: 12/1/2023. Additional information was requested and the following was obtained: was the patient brought back for a second procedure? Excessive bleeding on the staple line. What products were used in the second procedure? Tlc75 and trc75. What were the indications for surgery? Colon resection and ileostomy closure. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No. What is the nurses experience with the device? The person was experimented. Were there any issues with device use/firing? No. Was there any difficulty removing the device? No. Were there any issues noted with staple formation? No. What was the total estimated blood loss (ml)? Around 1liter . Was a transfusion required? Yes, for one patient. How was the bleeding addressed? Revision surgery. What was the pre and postoperative anti-coagulant and pain management protocol? Heparin and prophylaxis. Was the bleeding intraluminal or extraluminal? What is the current patient status? Ok.

Manufacturer narrative:
(B)(4). Additional information received: patient lost 1 l of blood with no transfusion, what was done to address the blood loss to the patient that did not receive the transfusion? What is the current status of the patient? First question he underwent surgery. 2/ both patients are doing very well.

Manufacturer narrative:
(B)(4). Date sent: 2/9/2024. D4: batch # 224c69. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tlc75 device was received sterile with no apparent damage and with a reload loaded on the device. The device was opened and tested for functionality with returned cartridge and it fired, cut and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 224c69, and no non-conformances were identified.